Manufacturer narrative:
The investigation for the reported limb ischemia and ventricular fibrillation has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia and ventricular fibrillation could not be determined.

Event description:
The complainant reported that a patient implanted with an impella cp experienced ventricular fibrillation requiring defibrillation. The patient experienced a lack of distal limb perfusion so the impella cp was explanted. Soon after, the family decided to withdraw care, and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1: added serious injury, this was omitted from the initial in error. H6: per the results of the investigation, omitted d16 and added d15. Added b22.